Event description:
It was reported on (B)(6) 2026 that customer faced leakage from infusion set. There was no harm reported with this complaint because there was no indication of harm in the describe event of problem.

Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.